Event description:
Customer reported a malfunction on the pump, but no notable events occurred prior. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and helped the customer reset the pump, which resolved the issue as the malfunction code did not recur. Customer was instructed to monitor for recurring issues and acknowledged understanding.